Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. Additional information received from the field representative indicates that an erosion at the inferior border of the device had caused the pocket to become infected. There were no additional adverse patient effects reported. The rv lead was explanted.